Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device which had connected a cassette with 100 milliliters in it with flow stop, displayed no disposable alarm on both pumps. The alarm persisted despite the troubleshooting. The user took out a new cassette and placed in the pump. No patient injury was reported.